Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was scheduled for an appointment on (B)(6) and it was noted that the hcp was aware of the patient's issues. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient's device was reprogrammed and the issue was resolved. An impedance check revealed 2 electrodes had high impedances, however the electrodes were not involved in the original programming. No surgical intervention or explant was needed. It was noted the patient's programmer had reportedly malfunctioned and the patient had no way to decrease intensity. The patient was to have received a new programmer.

Manufacturer narrative:
(B)(4).